Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Off no power alarm and low battery alarm functioned properly. The insulin pump was monitored for 24 hours and no unexpected auto off alarm noted. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump without an alarm. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.